Manufacturer narrative:
On 06/11/2018, mentor received additional information about the event: the serial number of the suspect medical device was originally reported to be (B)(4). New information states that this is the serial number of the concomitant right product. The serial number of the suspect medical device is now reported to be (B)(4). Patient¿s explanted devices were replaced with mentor memorygel breast implant 650cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 500cc saline breast prosthesis, cat. #3503500, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation procedure with mentor smooth round high profile 500cc saline breast prostheses. Patient experienced pain in both breasts after implantation. The patient reported that the pain has been getting worse and that the pain in the right breast is worse than the pain in the left breast. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 07/09/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).